Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after feeling palpitations. The pulse generator exhibited undersensing r-waves. The device was reprogrammed. The patient would continue to be monitored.